Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair (ipom), for the fixation of the implant, the shaft of the first device was broke from the center while firing and further firing was compromised. For the second device, the trigger jammed after four to five fires and further firing was not possible. The surgeon had to fixate the mesh by suturing. There was no patient injury.